Event description:
Consumer claims to have had ear pierced with the inverness ear piercing system at a retail vendor in 2002. They sought medical attention 10/2002 for redness and swelling at the piercing site. Oral antibiotics were prescribed. The consumer again sought medical treatment 8 days later and was admitted into the hosp. During their stay they received oral antibiotics, i.v. Antibiotics were administered and 3 incision and drainage were performed. They were discharged in 11/2002.